Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous mid right coronary artery (rca). A 28mmx2.25mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient and it was noted that the stent struts were lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).